Event description:
On two different occasions cna's were giving care to pts when the rail dropped on their foot. One cna, was caring for pt when side rail came down, gash across top of r foot, cleaned, 3 butterflies to close. "Re siderail was probably not completely locked in place, advised to check siderails for complete locking. A second cna was caring for pt, put side rail up to roll pt and as another person leaned over to reach for pt rail dropped on top of her right foot causing laceration which needed 7 sutures.